Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect 'dissection' is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the mildly tortuous mid right coronary artery (rca). Pre-dilatation was performed with a 2.0x15mm unspecified balloon dilatation catheter (bdc). The 3.0x15mm xience prime stent implant was successfully deployed without reported issue; however, a vessel dissection was noted, which was treated with deployment of another xience stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.